Event description:
It was reported that following a non device related surgery, the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-1232; sn: (B)(6). The returned ipg was analyzed and it was found that the device was undetectable nor charged. The device was cut open and the battery measured 1.05 volts. An internal electrical test revealed u3 asic (application-specific integrated circuit) damage with an excessive quiescent current leak (18.66 ma). It was unable to retrieve the device data using an external power source. With all the available information, boston scientific concludes that the reported event was confirmed. An internal electrical test revealed asic u3 damage. The device was exposed to high-voltage transients or high rf (radio frequency) energy which can cause this type of damage.

Event description:
It was reported that following a non device related surgery, the patient had difficulty charging the ipg. The patient underwent ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.